Event description:
Cardiac perforation. During implant, second attempt at superiod mid septum using lead 1, unsuccessful implant due to septal perforation. Then, at fourth attempt, at superior basal septum using lead 2, also unsuccessful implant due to septal perforation. Very thin with easy perforation into rv repeatedly.

Manufacturer narrative:
Upon receipt of the complaint information, centerpoint inquired for additional information as there did not appear to be a device problem which contributed to the septum perforation during this event. Centerpoint confirmed from the distributor that there was no allegation of malfunction of the cps locator 3d plus delivery catheter. The patient remained stable throughout the entire procedure, and no serious health consequences resulted from this event. The documentation investigation did not identify any known nonconformities. The device was discarded by the physician and was not returned for investigation. A final root cause could not be determined. Based on risk analysis and investigation results, no further action is required. No patient consequences observed and the patient anatomy was noted as very thin with easy perforation into right ventricle. Centerpoint is reporting this event out of caution to comply with applicable regulatory requirements.